Event description:
It was reported that the ipg as well as the leads were explanted due to loss of capture. Reportedly the leads were by another manufacturer.

Manufacturer narrative:
Upon receipt, the ipg was subjected to an electrical incoming inspection. During initial interrogation the device was operating as expected. The ipg¿s memory content was inspected. The inspection revealed that the device switched into the safety backup mode on (B)(6) 2025, as a result of the detection of invalid memory content. On (B)(6) 2025 the device was successfully re-initialized. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In addition, a stress test was conducted across varying temperature conditions, confirming that the anti-bradycardia therapy functioned normally and as expected. In general, the ipg is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected, by design the ipg will activate the backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Based on the available data the root cause for the backup mode activation could not be determined. Therefore, the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. In conclusion, the reported observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.